Event description:
It was reported that twelve days post procedure to treat a basilar tip aneurysm, the patient experienced intracranial hemorrhage at the pontine. No medical treatment was administered. The patient's current condition is reported to be fine. The physician does not relate the hemorrhage to the stent; however it may be related to anticoagulants used during the index procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that twelve days post procedure to treat a basilar tip aneurysm, the patient experienced intracranial hemorrhage at the pontine. No medical treatment was administered. The patient's current condition is reported to be fine. The physician does not relate the hemorrhage to the stent; however it may be related to anticoagulants used during the index procedure.

Manufacturer narrative:
The subject device remains implanted.